Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the two canisters. There was no patient harm. There was no delay. The lot number is unknown. No harm or injury reported.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review was performed for the product and failure mode reported, there have been further instances. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.